Manufacturer narrative:
(B)(4). One used inflator syringe was received for evaluation. Packaging returned with the sample indicated the reported lot number. The sample was subjected to luer tapers, syringe pressure, and vacuum leakage testing according to specification. During vacuum leakage testing (deflation), several air bubbles were observed to escape past the syringe plunger. As part of the investigation into incidents of this nature, significant testing has been performed to test the use of silicone around the o-ring seal of the inflation device plunger. The use of silicone on the parting lines has shown to be an effective method in resolving vacuum leaks during deflation. As a result, our internal assembly procedure has been revised to include a requirement to apply silicone to the plunger rod parting line within the o-ring groove using a controlled dispensing system. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available, a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by the user facility: reports the inflation device would not deflate the balloon.